Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this support. A follow up report will be sent when completed.

Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.